Event description:
The laser catheter was noted to be leaking flush out of the y connection, near the hub. The physician on the case removed the catheter immediately and felt the catheter was cracked. A new catheter (not the same type) was opened and used to finish the procedure without further complication.